Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that their controller is turning off and on. They stated that they are experiencing an erratic sensation. A fall was also noted. The rep mentioned that the patient was reprogrammed ¿not keeping levels constant.¿ the patient was given patient services number to call if the problem persisted. The issue was reported to be resolved. The controller was to be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.